Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a (reporter) regarding a patient who was receiving baclofen, 600 mcg/ml concentration at 229.88 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that empty pump reservoir occurred. The hcp did not know if the pump was ever updated with the tablet. Patient had a stroke in (B)(6) 2018 and (B)(6) 2019. The patient had an update in a hospital on (B)(6) 2019. The hcp did not know who did the update to the pump. On (B)(6) 2019, the hcp visited the patient and saw the pump had an empty pump alarm. The hcp was able to pull back 2 cc of drug. She refilled the patient and started the pump back up again. The patient was not due for a refill. No further complications were reported. Additional information was received on healthcare professional (hcp). It was reported that the cause of the empty pump was that the patient had the pump refilled by another hcp and the managing hcp did not know about it. The date was not adjusted so the pump went empty. The refill date was missed. It was unknown when the patient was due for a refill. There was no programming error. There was no device or therapy issue. The patient weight was unknown. The stroke was not related to the pump or therapy. The patient was hospitalized for other health issues that were ongoing. The health issues and hospitalization were not related to the device or therapy. The pump had been refilled and the patient was doing fine. The issue was resolved.